Event description:
It was reported that the patient was lost to follow-up for three years. The implantable cardioverter defibrillator (ICD) device was unable to be interrogated. The plan was to replace the device as soon as possible. Presently, the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).